Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by the manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-03177 and MDR ID # 2134265-2013-03167. It was reported that during a percutaneous coronary intervention treatment procedure, the ilab ultrasound imaging system motordrive was unable to perform pullback. During a percutaneous coronary intervention treatment procedure, it was noted that the mdu of the ilab imaging system was not able to perform pullback. The procedure was completed with this device through manual pullback. There were no reported complications and the patient status post procedure was stable.